Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event description: it was reported that a ngage nitinol stone extractor was being used during a ureteroscopy with stone extraction procedure. The healthcare provider reported that when attempting to grab the stone, the basket did not have the rigidity to hold the stone and the stone fell out. Then, the basket would not reopen. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle in the closed position and the basket formation in the open position. The mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3.5 cm in length. The basket sheath was severely kinked and bowed in several locations, possibly due to customer¿s repack of the device. A functional test determined the handle did not actuate basket formation. The handle was disassembled. The basket formation could be manually actuated. The basket sheath appeared to have damage. The handle was reset and reassembled. An additional function test observed that after reset and reassemble, the handle would actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a basket that was open and could not be closed. The basket sheath was observed to be severely kinked and bowed in multiple locations, but the device was returned in a small plastic bag and some or all of the damage could have occurred during return shipping. The handle was disassembled, and it was found the basket could be manually opened and closed. When in the open position, the sheaths that hold the basket wires in place were split, preventing the basket from forming the proper shape. It is possible that procedural factors related to the stone (size/shape) caused damage to the basket wire sheaths when the basket was closed around the stone, resulting in the inability of the basket to properly hold the stone as reported by the user. Then in an attempt to get the basket to function, the basket sheath was inadvertently kinked, preventing the basket from opening. Although a procedural related issue may have caused the observe damage, there was not enough evidence to make a conclusive determination of the cause of the issue. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation = nurse resource manager. PMA/510(k) number = exempt. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a ngage nitinol stone extractor was being used during a ureteroscopy with stone extraction procedure. The healthcare provider reported that when attempting to grab the stone, the basket did not have the rigidity to hold the stone and the stone fell out. Then, the basket would not reopen. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.